Manufacturer narrative:
The other relevant components include: product ID: 8780, serial#: (B)(4), product type: catheter. Product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-nov-2019, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 16-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving lioresal [500 mcg/ml] at a dose of ¿100 mcg/ml¿ via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that the incorrect catheter was in the one-piece catheter box for two different catheters. It was related that the spinal segment was shorter and the pump segment longer, possibly matching what would be packaged in a two-piece catheter box. Both catheters were incorrect. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. It was indicated that as interventions/actions taken to resolve the issue a new catheter was opened. The other catheters were never implanted and would be returned by the manufacturer's representative. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ it was indicated that surgical intervention did not occur and was not planned. The patient medical history was asked and would not be made available due to a legal/confidential reason. No symptoms/complications were reported or anticipated. The catheters were returned to the manufacturer for analysis. Document contained no new information.